Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Distal stent rows 1 and 6 were damaged with stent struts lifted from the stent profile. The undamaged crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 21-may-2018. It was reported that advancing difficulties were encountered. A 3.00 x 32mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device was unable to position in the implant side and a different technique was performed. A guidezilla guide extension catheter passed through a catheter without issue but it was removed to change in strategy. However, upon second advancement of the guidezilla, the device did no come out through the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.